Event description:
The account alleged that the side rail would not raise or lower and was stuck in the down position. No pt impact.

Manufacturer narrative:
The tech found the side rail slide bracket is bent. The tech replaced the side rail slide bracket to resolve the issue.